Event description:
Patient reported last month she was on maintenance dosing veletri sdv and rate of 91ml/24h, but stated her line was clogged on (B)(6) 2024 and her infusion at that time stopped for 2 hours. Patient reported she was admitted to the hospital at that time and her infusion was started back up at a lower unspecified dose. Patient stated she has a new line placed and is infusing fine with no issues. No further information, details, or dates available. Unknown when patient was discharged from the hospital. Reported to (B)(6) by: patient/caregiver.